Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 400 mg/dl with moderate ketones identified by healthcare professional (hcp) as dangerous; cause was unknown. Elevated bg was addressed via a correction bolus, manual injection and supply change. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was instructed to consult with their healthcare provider.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.